Manufacturer narrative:
Patient information was not provided for reporting. (B)(4). Incident occurred intraoperative. Device was not implanted/explanted. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent craniotomy procedure. During the procedure, the heads of two screws snapped off during insertion. There was no reported surgical delay. Patient outcome was stable. Surgery was completed successfully with no fragments generated. This report is for one (1) ti low profile neuro screw self-drilling 4 mm. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A product investigation was completed: the returned screw is broken at the shaft near the screw head. Due to the location of the breakage, only a small portion of the screw shaft remains. The diameter of the screw measured acceptable per the drawing. The complaint is confirmed, functional testing is not applicable to the complaint as the device is already broken. The relevant drawings were reviewed during investigation. No design issues were identified during investigation. No device history record review could be conducted as the lot number is unknown. Due to the small size of the returned device an accurate material test was unable to be performed. No definitive root cause could be determined. Excessive torque was likely applied to the screw. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.